Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge with insulin. Tandem technical support educated the customer this was off-label. Reportedly, the customer loaded a new cartridge to address the issue. Additionally, it was reported that an occlusion alarm occurred. Customer suspected cause of occlusions was due to tubing " being caught in the waistband of his pants" as the occlusions were resolved by removing the tubing from the obstruction. Customer declined troubleshooting to verify the cause of occlusions and declined to provide further information to tandem technical support. Customer's blood glucose level ranged from 100 mg/dl to 220 mg/dl.